Manufacturer narrative:
Follow-up #1: date of submission 01/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: a review of the pump black box revealed multiple pump reboots. The battery cap was able to fully tighten. The battery cap measures were within specifications. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss or power or call service alarms duplicated. An intermittent power event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture of loose components inside the pump. Unrelated to the original complaint, the pump powered with the returned battery cap to a dim and discolored display. The battery cap was able to fully tighten. The pump case was found to be damaged adjacent to the bottom of the keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.